Event description:
It was observed during the device investigation that the uretero-reno videoscope had adhesive missing from the bending section. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the root cause for the missing adhesive was not determined. Olympus will continue to monitor field performance for this device.